Event description:
The customer reported that the stenoscop system would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The hard disk drive needs to be replaced. The svc rep ordered a new hard disk drive. No additional info was provided.